Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report concerns a ds2adv auto CPAP. The manufacturer received information from a patient alleging dryness. No medical intervention was specified. The complaint was reported to the manufacturer through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information become available, a follow-up report will be filed.